Manufacturer narrative:
Date sent to the FDA: 03/25/2020. Additional information: a manufacturing record evaluation was performed for the finished device phz008 batch number, and no non-conformance were identified. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. According to the samples conditions, no performance - breakage needle was found.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. At closing the aponeurosis, the needle was broken. A like device was used to complete the procedure. There were no adverse patient consequences reported.